Event description:
Yesterday, I was in the operating room for a procedure with evolution stent. 2 stents sent as uor for cfr_18902-3. 2 x evo-fc-10-11-8-b lot with the same lot number: c1886280. The first stent , the guidewire was blocked into the catheter before the purple exit port. No kink before to use it. I didn¿t understand why? I asked them to use the second stent and the procedure has finished with success. "As per cc form" placement of a wire guide into the initial stent with an extraction balloon and when putting the stent catheter over the wire, this one blocked before the exit side of the wire. Impossible to go through. The doctor have chosen to change the stent and the procedure could finish without problem. The stent never get into the working channel of the endoscope. Lab evaluation completed on (B)(6) 2022: visual inspection: lock wire and safety lock attached on return. Functional inspection: 0.035" guidewire was fed into introducer and blockage was noted at approximately 15cm from the tip. Unable to pass the zip port. Lab re-evaluation completed on (B)(6) 2022: visual inspection: n/a functional inspection: 0.035" guidewire was fed into introducer and blockage was observed again. Stent deployed without issue. Polyimide appears to be kinked/pinched. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation. The evo-fc-10-11-8-b device of lot number c1886280 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 02 mar 2022 . On evaluation of the device the following was observed. Visual inspection: lock wire and safety lock attached on return. Functional inspection: 0.035" guidewire was fed into introducer and blockage was noted at approximately 15cm from the tip. Unable to pass the zip port. Lab re-evaluation date: 28 mar 2022. Visual inspection: n/a. Functional inspection: 0.035" guidewire was fed into introducer and blockage was observed again. Stent deployed without issue. Polyimide appears to be kinked/pinched. Document review: prior to distribution evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl records for ¿evo-fc-10-11-8-b¿ of lot number ¿c1886280¿ did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number ¿c1886280¿. The instructions for use ifu0062-5 which accompanies this device instructs the user to" if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the information available. The damage could have potentially occurred when the user was taking the device out of the packaging or during preparation. Summary: according to the initial reporter, there have been no adverse effects to the patient reported. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up report being submitted due to the completion of the investigation on 15-dec-2022.